Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that undersensing was observed on the device. No intervention has been performed at this point to resolve the event. The patient was in stable condition and will continue to be monitored.